Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip would not deploy from sheath. Block h10: investigation analysis the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire, which is evidence of a soft deployment. Microscopic examination was performed, and no activation was found on the clip assembly. Additionally, the locking tabs were partially opened. No other problems with the device were noted. The reported event of clip would not deploy from sheath was not confirmed as no sign of an activation was found on the clip; therefore, the deployment stages were not performed. It is possible that during unpacking of the device, the clip was hit against a hard surface, causing the locking tabs on the capsule to open. Consequently, this possible hit lifted the locking tab, which function is to attach the clip to the bushing. Therefore, with this component lifted, there is not enough subjection between the clip and the bushing, resulting to the reported problem. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not deploy from the sheath. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not deploy from the sheath. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device code (B)(4).